Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2014-00651 and 1225714-2014-00652. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt's experience, while undergoing dialysis, was sudden in nature, and subsequently, the pt expired approx four months later, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-00652.